Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system showed oversensing of muscle artifacts and physical movement. Technical services (ts) reviewed the device episodes and confirmed several untreated events due to myopotential oversensing and a delivered inappropriate shock. Low/poor amplitude morphology signals were observed in all the vector configurations. X-rays showed a higher electrode placement and the s-ICD close to the armpit. Ts suggested the s-ICD could be oversensing the armpit muscle. Reprogramming options were recommended and ultimately consider an s-ICD system revision if further oversensing or more inappropriate shocks are delivered in the future. This implantable electrode remains in service and no adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system showed oversensing of muscle artifacts and physical movement. Technical services (ts) reviewed the device episodes and confirmed several untreated events due to myopotential oversensing and a delivered inappropriate shock. Low/poor amplitude morphology signals were observed in all the vector configurations. X-rays showed a higher electrode placement and the s-ICD close to the armpit. Ts suggested the s-ICD could be oversensing the armpit muscle. Reprogramming options were recommended and ultimately consider an s-ICD system revision if further oversensing or more inappropriate shocks are delivered in the future. This implantable electrode remains in service and no adverse patient effects were reported.